Event description:
Healthcare professional initially reported no complaint against the device. However, the event use error was added to record due to implantation of expired device. Device has been removed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: use error.

Manufacturer narrative:
Device evaluation: use error: observed that the device was implanted after the expiration date per information provided (expired on 17-apr-2017 and implanted on (B)(6) 2017). Additional observations: crease fold observed. Observed opening striated wear abrasion observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional initially reported no complaint against the device. However, the event use error was added to record due to implantation of expired device. Device has been removed.